Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure device removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure device identified in one tube'), pelvic pain ('pelvic pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 32-year-old female patient who had essure (batch no. B26269) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included preterm labor. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problems") and fatigue ("fatigue") and was found to have weight increased ("weight gain"), 5 years 7 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and genital haemorrhage ("abnormal bleeding (general)"). The patient was treated with surgery (hysteroscopy d & c with novasure ablation and laparoscopic bilateral salpingectomy on (B)(6) 2019). At the time of the report, the device dislocation, pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, urinary tract disorder, bladder disorder, fatigue and weight increased outcome was unknown. The reporter considered bladder disorder, device dislocation, fatigue, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: as per mr: removal details specimen: bilateral fallopian tubes with essure device identified in at least one tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Lot number: b26269 manufacturing date: 2013-04 expiration date: 2016-04-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2020: quality-safety evaluation of ptc. (Product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure device identified in one tube'), pelvic pain ('pelvic pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 32-year-old female patient who had essure (batch no. B26269) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included preterm labor. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problems") and fatigue ("fatigue") and was found to have weight increased ("weight gain"), 5 years 7 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and genital haemorrhage ("abnormal bleeding (general)"). The patient was treated with surgery (hysteroscopy d & c with novasure ablation and laparoscopic bilateral salpingectomy on (B)(6) 2019). At the time of the report, the device dislocation, pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, urinary tract disorder, bladder disorder, fatigue and weight increased outcome was unknown. The reporter considered bladder disorder, device dislocation, fatigue, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: as per mr: removal details specimen: bilateral fallopian tubes with essure device identified in at least one tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 24-sep-2020: pfs and mr received : previously reported event "medical device removal" updated to "pelvic pain", events- "abnormal bleeding (general), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), urinary problems, bladder problems, fatigue, weight gain and device dislocation", reporter, lot number, lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure device removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-aug-2020: pif received - case became valid and serious incident. Event injury nos updated to medical device removal. Essure removal details added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.